Event description:
Customer reported one false positive result for flu b during a verification study. Results were compared to sofia flu a+b.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the product insert. Root cause: customer procedural error. Source: phone.